Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon did not inflate because sterile water did not enter.

Event description:
It was reported that during the pretest, the foley catheter balloon did not inflate because sterile water did not enter. Per sample evaluation received on 09may2024, it was found that the sample was also asymmetrical during evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe the foley catheter was inflated with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated the balloon with no difficulties. However inflated balloon had a ratio of 90:10 therefore complaint was opened to capture this. Balloon deflated properly under 5 minutes with no difficulties present. Also received 5 photo samples. First photo sample shows top view of catheter with returned syringe. Second photo sample zooms in on sample port connector and inflation cap. Third photos sample shows the top view of the inflation cap with water drops along the inside the inflation cap. Fourth photo shows the tip of syringe. Fifth photo shows end of catheter with balloon not inflated. Based on the physical sample received for the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.